Event description:
The manufacturer received information alleging a ventilator's volume delivery was poor and the patient's blood oxygen saturation dropped slightly. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's volume delivery was poor and the patient's blood oxygen saturation dropped slightly. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. No malfunctions were observed. During the evaluation the device failed at test step during testing. The device was recalibrated to address the issue.